Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer, "the scope was burnt during a procedure", could be confirmed. The examination of the optics revealed thermal damage with material melting at the distal end, damage to the distal solder seam and the distal light guide, and a chip in the distal cover glass at the edge. We are not familiar with the combination products used in the application. At this point in time, we cannot determine whether the combination products used are karl storz products. Apparently, there was an electrical flash-over in the distal area, which caused thermal damage to the optics. In the IFU, it is expressly refer to the correct use of electrical combination products. Such damage can be caused by an electrode that is not suitable for use/combination. Furthermore, such damage can be caused by a lack of safety distance or damage to the insulation of the combination product used. In conclusion, the damage is considered to be user error. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the scope was burnt during a procedure. There was no injury to the patient.